Manufacturer narrative:
PMA/510(k) #: k163018. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
(B)(6)-successful biliary drainage using a metal stent through the gastric stoma. Off label use: thus, we eventually performed ercp via the peg stoma using an ultrathin endoscope. Cholangiography showed a 3-cm-long irregular stricture in the middle bile duct, and we suspected bile duct cancer (figures 2 and 3a). We performed brush cytology (bc-24q, olympus, (B)(4)) at the stricture and biliary drainage with a 6f introducer selfexpanding metal stent (sems) (zilver 635; 10 ¿ 80 mm, cook medical systems, (B)(4))[8], which can pass through the 2.0-mm working channel of the ultrathin endoscope. We were able to place it successfully into the middle bile duct (figure 3b).

Manufacturer narrative:
PMA/510(k) #: k163018. Device evaluation: the zilbs-635-8-10 device of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document based investigation was conducted. Lab evaluation ¿ n/a. Document review: as the lot number of the complaint stent is unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution zilbs-635-8-10 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl a review of the relevant manufacturing records could not be completed as the lot number is unknown. There is evidence to suggest the user did not follow the IFU(ifu0125-0) . 'This device is used in palliation of malignant neoplasms in the biliary tree' "standard ercp techniques for placement of biliary metal stents should be employed." Root cause review: a definitive root cause of off-label use was identified from the available information. The use of the device through the ultrathin endoscope which was inserted via peg stoma/gastric stoma, was off label use. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends. Attachment: [matsumoto. Pdf].

Event description:
Kazuyuki matsumoto-¿successful biliary drainage using a metal stent through the gastric stoma¿. Off label use: thus, we eventually performed ercp via the peg stoma using an ultrathin endoscope. Cholangiography showed a 3-cm-long irregular stricture in the middle bile duct, and we suspected bile duct cancer (figures 2 and 3a). We performed brush cytology (bc-24q, olympus, tokyo, japan) at the stricture and biliary drainage with a 6f introducer selfexpanding metal stent (sems) (zilver 635; 10 × 80 mm, cook medical systems, winston-salem, nc)[8], which can pass through the 2.0-mm working channel of the ultrathin endoscope. We were able to place it successfully into the middle bile duct (figure 3b).